Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump received insulin flow blocked alarm. Customer was assisted with troubleshooting and the tried to manually push insulin using the plunger and did the change set procedure. Customer stated that insulin pump was working and it was no longer alarming; customer advised that issue was resolved by changing the reservoir. No harm requiring medical intervention was reported. The reservoir will not be returned for analysis.